Event description:
The device was sent back to the manufacturer for preventative maintenance. During the evaluation, an error related to a pressure mismatch was identified, caused by dust accumulation affecting the flow sensor. The device software detected a significant pressure drop between the monitor and outlet pressure sensors, indicating a problem across the machine¿s flow sensor.